Event description:
Confused patient got caught between bed frame, matress and side rails. We have had similar incidents two other times with one patient being found with head caught. We have had no injury, but feel the potential is there. Cannot find a way to place different side rails on these beds. Unable to replace at this time due to budget constraintsdevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jul-91. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.